Event description:
It was reported that no readings/ sensor error/ brief sensor issue occurred. The sensor was inserted into the abdomen. On (B)(6) 2025, it was reported that the patient experienced a sensor error between 1 to 3 hours. The day of the event the patient also had an infection to the hand from a dog bite, and experienced vomiting, severe headache, chest pain, numbness in the hand (where they were bitten), and fever. When the patient experienced the symptoms, they also noted that the cgm device was showing a sensor error. Due to the symptoms from the infection, and when a fingerstick was taken the blood glucose reading was 300 mg/dl. The infection was the cause of some of the mentioned symptoms, but the vomiting would have been caused by the hyperglycemic event. The patient was treated with antibiotics for the infection, intravenous fluids, and insulin shots. It was understood that the intravenous fluids were given also due to the symptoms of vomiting and to prevent possible dehydration. The patient was discharged after spending 4 days at the hospital. At the time of the report the patient was stable. Data was provided for investigation. The allegation was confirmed via data. The probable cause for no readings/ sensor error/ brief sensor issue was determined to be sensor noise. No additional patient or event information is available

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hyperglycemia.